Event description:
A report was received that the patient was having difficulty charging the implant. Bsn representative was not able retrieve recent database to monitor patient's charge cycle. Ipg revision has been recommended.

Event description:
A report was received that the patient was having difficulty charging the implant. Bsn representative was not able retrieve recent database to monitor patient's charge cycle. Ipg revision has been recommended.

Event description:
A report was received that the patient was having difficulty charging the implant. Bsn representative was not able retrieve recent database to monitor patient's charge cycle. Ipg revision has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was not suspected. The patient had non-device related weight loss and was experiencing discomfort at the pocket site as the battery was rubbing against the bone. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg revision at this time.